Event description:
Reporter noted posterior capsule tear occurred when surgeon inadvertently used an inappropriate cassette for settings selected. Vitrectomy performed and iol implanted in sulcus to complete case.